Manufacturer narrative:
The pod was received with the soft cannula deployed. Pod data showed a 0x44 alarm occurred indicating sma wire 1 was open. The distal tip of the soft cannula was observed to have been torn off, this prevented fluid from flowing through the complete fluid path. The exact timing and cause of the cannula tip damage could not be determined. The drive mechanism assembly held no damages or deficiencies in any of its components except for its rear sma wire, which was broken at the hook. The broken sma wire led to the rear wire holding no resistance. Therefore, the damaged sma wire can be confirmed as the cause of the reported hazard alarm event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 4 and 24 hours on their arm. Information on treatment was not provided. The device was originally reported alarming during operation.